Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the dressings in this batch was not adhesive enough even some were found separated from the backing paper when opened up. No patient harm reported. No further information was provided at the time.

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event, with corrective action implemented related to the reported event. The device was used for treatment and was not returned for analysis. However comprehensive photographs were provided by the customer which meant it was possible to confirm a relationship between the event and the device, but not possible to identify a definitive root cause. It was reported that the dressing did not stick to the skin properly and in some cases had no adhesive at all. Probable root causes are low adhesion, which may be caused by low adhesion levels in the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and the conditions in which they should be stored. Probable root cause for a missing adhesive layer is a manufacturing issue in that the adhesive roll on the machine which makes the product, sometimes snaps and the dressings present on the line may continue without the adhesive layer being applied. Checks are in place to have these dressings removed from the line. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.